Manufacturer narrative:
H3: product analysis of part #7578302 ; lot # em21h058 visual and optical examination confirmed one of the head gripper components has broken off the instrument tip. The broken off component was returned. This type of damage is consistent with bend stress overload as the mechanism of failure. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an instrument used for posterior fixation. It was reported that the instrument cannot attach with implant / and tip is bent. There was no patient involvement.